Event description:
It was reported that the customer received a button error alarm. It was also reported that the customer received an unexpected restart customer's blood glucose level at the time 264mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Unable to verify for alarm due to no act button response. Pump received with minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners and cracked reservoir tube lip. Pump received without the original pump belt clip. No damage on pump belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.